Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, there were fur in the product [device breakage]. Case narrative: consumer reported via email that there was fur in the product. No injury was reported.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, there were fur in the product [device breakage]. Case narrative: consumer reported via email that there was fur in the product. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.